Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 5019259 / 5059849.

Event description:
It was reported that the patient was experiencing pain at the implant site and the ipg was not holding a charge. The patient had inadequate pain relief despite reprogramming and lead migration was also noted. The patient underwent a revision procedure wherein the lead was adjusted and the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility.